Event description:
Customer states during use on a patient, a nurse confirmed the inflation line was cut. Caller confirmed no patient harm and confirmed pretesting was performed.

Manufacturer narrative:
The sample is expected to be returned for analysis.